Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of error codes occurring. Analysis also identified that there was a backlight issue, connector on the main printed circuit board (pcb). It was noted that the hanger assembly and lower case were broken and the display wires pinched (wire insulation exposed). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), displayed an error code. The epg was returned for service. No patient involvement it was further reported that the epg subsequently tested out of specification during manufacturer's analysis.